Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm and the pump was not giving any insulin. Customer was eating breakfast and trying to give a bolus when they received the alarm. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime. Customer stated that the insulin did not exit and the pump alarmed no delivery. Customer remove the reservoir and reconnected the reservoir and infusion set at the tubing connector. Customer reported that the insulin exited the tubing. Customer stated that she was able to assemble a new infusion set and reservoir. Customer was advised that the pump is working as designed. Customer was explained that the alarm was caused by a set or reservoir occlusion. Customer will receive a replacement set and reservoir.